Event description:
This patient experienced declining performance due to multiple electrode failures. An integrity test showed that the receiver/stimulator was functioning according to specifications. Explantation/reimplantable surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear americas.